Event description:
It is alleged that patient had sustained injury due to the mesh and it was explanted in 2006.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.